Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 oct 2025 has been used as a placeholder. Investigation summary. The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a product description of the spiros. It was reporter that three patients were sent home with a spiros at the end of their blinatumomab tubing, and there have been disconnections. There was no report of patient harm.